Event description:
It was reported that screws are breaking in the profile zero sets. No reported adverse effect to the patient.

Manufacturer narrative:
This is the first complaint notification for this part number since two years prior to the complaint report date. No product has been received to date so an examination cannot be performed. No root cause determination can be made.